Manufacturer narrative:
Patient had an explantation on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on 12/8/2020. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture in the left breast implant. During the visual evaluation, an anomaly was observed on the anterior extending to the posterior view of the device consistent with crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 550cc mentor memorygel breast implants experienced bilateral rupture and left sided capsular contracture baker grade iii post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.